Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial post on the summit broach broke off while impacting the broach with the handle.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the post broke off. The depuy warsaw metallurgy department examined the instrument. A high stress low cycle fatigue crack initiated at the external edge of the trial post. The fatigue crack progressed toward the flat mating feature portion of the post until the trial post cross section could not sustain the applied load and final overload fracture occurred. Wear and damage to the broach cutting teeth may have contributed to the high stress low cycle fatigue. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not readable. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.